Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 300 mg/dl to 500 mg/dl. The customer reported that they feel okay for troubleshooting. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer was not calling back to perform a high-pressure test. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. The customer reported that they do not have a back-up plan available. The customer does not alleged that the insulin pump was under delivering. The customer were unable to complete troubleshooting for the high blood glucose reading because the customer's insulin pump was stolen. The insulin pump will be returned for analysis.